Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using conformable gore® tag® thoracic stent graft with active control system (ctag/ac) for a descending aortic aneurysm. A ctag/ac (tgmr404015j/(B)(4)) was deployed as distal device. Approximately one-week post-procedure, no issues were confirmed on computed tomography during follow-up. On an unknown date, it was reported that the distal neck diameter had increased, resulting in ¿bird beak¿. In addition, the diameter of the aneurysm exceeded 70 mm (the original diameter was unknown). On (B)(6) 2022, the patient underwent reintervention. However, due to complications during the reintervention, the ¿bird beak¿ was not resolved. Another reintervention may be performed in the future.

Manufacturer narrative:
Added h6: the additional information does not change the investigation conclusion. Added b3/b4/b5/b6: additional information regarding the case was provided.

Event description:
The additional information was provided from the fsa: after the initial procedure, in addition to aneurysm enlargement (captured in the initial report), migration of the distal part of the device and distal type I endoleak were also confirmed. On (B)(6) 2022, reintervention was performed again. After replacing the abdominal aorta with y-shaped graft, an additional stent graft was deployed to extend the device distally. The amount of endoleak decreased but still remained. No further additional deployment was performed to avoid paraplegia.